Event description:
Reporter stated that the lancet, inserted in the softclix lancet device, protrudes beyond the device end-cap. Reporter indicated that no accidental puncture occurred as a result. The problem was first discovered in an office. Technical support requested the return of the suspect product and replacement product was shipped.